Manufacturer narrative:
Additional information was received that the physician does not suspect device malfunction. The patient underwent a lead replacement procedure and is reportedly doing well.

Event description:
A report was received that the patient has lost stimulation. An impedance check revealed high impedances. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
The explanted device will not be returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient has lost stimulation. An impedance check revealed high impedances. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient has lost stimulation. An impedance check revealed high impedances. The patient will undergo a lead replacement procedure.